Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a malfunction that under the patient profile there were no medications listed, and they were unable to pull any medications. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that unable to pull up medications to the patients. A technical support specialist noticed that the temp non-profile mode icon was found at the station, informed the customer that due to the temp non-profile mode is enabled, orders were not shown, informed customer to uncheck it to resolve the issue. The system functioned as intended after the technical support specialist investigated the device.